Event description:
This was the customer's first day using the omnipod insulin mgmt system. The pod was applied at 9:08am; his bg was 170 mg/dl. His bg remained within normal range until 1:40pm when it read 296 mg/dl. After eating 50 grams of carbohydrates and administering a 1 unit bolus, his bg was 360 mg/dl at 4:09 pm. Another 0.5 unit bolus was administered and his bg read 430 mg/dl at 5:03 pm. He changed the pod at this time. He stated the "cannula came out." The pod was not returned for eval.

Manufacturer narrative:
The pod was not returned for eval. We are unable to confirm any product malfunction or defect that may have caused or contributed to the customer's high bgs. A dislodged cannula would likely impede insulin delivery and may lead to hyperglycemia. The lab, however, cannot confirm that the cannula had dislodged from the customer's skin and therefore no conclusion can be drawn. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It si also a good idea to check your blood glucose about two hrs after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Additionally, the user guide advises that customers can avoid hyperglycemia by checking blood glucose levels at least 4 to 6 times a day. After a total of 4 hrs of monitoring and administering correction boluses, if bgs remain high the user guide instructs to change the pod using a new vial of insulin and to contact a hcp for guidance. Product qualification records were reviewed and found to have met all acceptance criteria.